Event description:
Reporter alleged, the hosp obtained a discrepant blood glucose result of 86 mg/dl back to back with a result of 66 mg/dl on the inform system, when testing was performed less than 10 minutes apart on a neonate. Reporter did not indicate if the pt was experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.